Event description:
Customer reported that the sensor reading was 121 mg/dl when the blood glucose reading was 90 mg/dl. The sensor glucose graph was trending in the same direction as the blood glucose. Customer was advised on proper calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.